Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es remote manager lock was faulty. The customer reported that there was a delay to the patient's workflow as the customer was unable to retrieve any medications stored in the fridge.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations remote manager lock had been faulty and had closed immediately. The field service engineer (fse) had resolved the issue by replacing and applying grease in the microswitches latch and verified functionality. The system functioned as intended after the field service engineer repaired the device.